Manufacturer narrative:
Block h6 (impact codes): problem code f1001 captures the reportable event of a procedure cancelled/rescheduled post sedation.

Event description:
It was reported that an exalt model d single-use duodenoscope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for treatment of cbd stricture on (B)(6) 2024. The patient was placed under general anesthesia. During the procedure, the physician was unable to pass the exalt scope beyond the pylorus due to duodenal stricture. An attempt was made with a reusable scope, but the physician was still unable to advance past the pylorus. The procedure was unable to be completed as a result of this event. The physician mentioned that it is possible the stiffness of the exalt scope's shaft could have contributed to the difficulty advancing the scope. There were no patient complications related to this event.